Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash along the rib cage and under her arms. Patient described the rash as red with broken skin and bleeds at times. Patient reported she did not have broken ribs, only a skin irritation. There was no alleged device malfunction contributing to the irritation. The patient contacted her physician regarding the skin irritation, but there is no indication that the patient's doctor made any recommendations. Patient advised the rash was not improving and advised the distributor to discontinue calling her to follow up on irritation.